Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va08cyv, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. The patient stated they day of report their device was ¿just out of control¿ and the patient had an overactive bladder. It was noted usually the device function pretty well and they could hold it for an hour if they were out. But, the day of report, it was stated the patient was sitting on the toilet and had no control at all. It was noted the patient had increased their stimulation from 2.4 volts to 2.7 volts and they verified the stimulation was turned on. It was stated the patient had no control and it was ¿running and running.¿ reportedly, the patient could feel the stimulation at 2.7 volts and they were just waiting and hoping they didn¿t urinate themselves. It was noted the patient was scheduled for a surgery five days after report to have their bladder lifted.

Event description:
Additional information from the healthcare provider stated the cause of the event was the patient¿s implant just became ineffective. It was noted there were noabnormal impedance measurements. It was stated the patient had recurrent programming of refractory over active bladder. Reportedly, the patient did not require hospitalization.